Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited a system failure force sensor. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other text: updated health effects - health impact code. Device evaluation: tamper seal in intact. Major crack on right plunger case. Force sensor test error displayed in the event history log. Power up process, check and test force sensor. Force sensor is out of calibration. Performed force sensor calibration and all the functional testing. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device was last serviced in april, 2022 per ro# 1194051 and there was no indication of a service issue during the investigation.